Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested an elective system explant due to charging difficulties. The patient reported adequate pain relief with the evoke scs; however, the physical act of charging the cls had become increasingly difficult without assistance. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.